Manufacturer narrative:
D4: lot number: reported as 277995577. Device eval by MFR: the device was received and analysis was completed. The shaft and the remainder of the device was inspected for damage. Visual examination showed kink/buckling located 91.5cm from the tip. The bag spike was broken when received from the customer site. A test bag spike was used for functional testing. The functionality of the device was checked by setting up the product per the IFU. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back on the shaft and the device was activated; however, the blades still did not spin which is an indication of the gear slipping on the shaft.

Event description:
It was reported the blades lost rotation. A 2.1mm jetstream catheter was selected for use. The target lesion was located in the popliteal artery and the calcification was noted as strong. After two passes through the lesion, the noise was heard. The device blades stopped rotating. The physician attempted to restart the device in blades up and rex mode, but it was not possible. The device was completely removed. The procedure was successfully completed with a balloon. There were no patient complications.

Manufacturer narrative:
Lot number: reported as 277995577.

Event description:
It was reported the blades lost rotation. A 2.1mm jetstream catheter was selected for use. The target lesion was located in the popliteal artery and the calcification was noted as strong. After two passes through the lesion, the noise was heard. The device blades stopped rotating. The physician attempted to restart the device in blades up and rex mode, but it was not possible. The device was completely removed. The procedure was successfully completed with a balloon. There were no patient complications.